Event description:
It was reported that the patient experienced a pericardial effusion due to a perforation caused by the right atrial lead. Follow-up is in progress to determine the resolution to this event, however no additional information has been received and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)